Event description:
Additional information received stated that the machine was shut down, which was the only available troubleshooting option. The patient¿s treatment was restarted on another multifiltrate pro machine but it is not known if the patient was able to complete treatment. No known repairs have been made to the machine. The machine has been taken out of service since this is the second time this machine has had this error. The hospital is waiting for a software update. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Event description:
Additional information received stated that the machine was shut down, which was the only available troubleshooting option. The patient¿s treatment was restarted on another multifiltrate pro machine but it is not known if the patient was able to complete treatment. No known repairs have been made to the machine. The machine has been taken out of service since this is the second time this machine has had this error. The hospital is waiting for a software update. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Investigation: the review of the complaints revealed that the reported failure type represents a known event. A communication error occurred, which ultimately resulted in system error 9040.1. A review of the device history record (DHR) is found to be not necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the described 9040.1 error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in instructions for use (IFU). The 9040.1 error is considered within the scope of the product improvement. No hardware component is associated with this complaint therefore, no hardware / sample investigation was performed. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.

Event description:
It was reported that a multifiltrate pro machine had a sudden persistent alarm tone sixteen hours into a patient¿s continuous renal replacement therapy (crrt). The system was turned off and the tubing disconnected from the patient. The patient¿s blood was not returned, and as a result they experienced approximately 250 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.